Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0715n implanted: (B)(6) 2013: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: (B)(6) 2017, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that have started having sciatica about 3.5 weeks ago. Patient stated a CT scan was done that showed a problem at l4-5 and that's where the wires were inserted for the bowel incontinence stimulator. Patient wanted to know why the wires did not show up on the CT scan. Patient also asked if something with the wires could be causing the pain down the back of their leg. Patient states implant was in 2017 and is no longer on. Patient asking about MRI compatibility . Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue. Patient states their dr has retired.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va0715n, implanted: (B)(6) 2013, product type: lead. H2: this report includes a correction due to additional non-reportable information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They clarified information regarding the statement that the "CT scan was done that showed a problem at l4-5 and that's where the wires were inserted" and stated that the operation note shoes wires were placed at s3 and not l4-5. They reported that the cause of the CT scan showing a problem was not known. They reported it was unknown if the issue had been resolved. Additional information was received from the patient. The patient reported that they had not contact the doctor who manages the device about this issue. They reported they had an appointment with the doctor (B)(6) 2017. They reported that what likely caused or contributed to the issue was the age of the equipment. They reported that steps taken to resolve the issue included that their healthcare provider (hcp) had retired and their replacement did not have a contract with their current insurance so they were still attempting to get contact information for someone who could remove the implant. They reported the issued had not yet been resolved.